Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .67mg/day and baclofen 100mcg/ml at 13.5mgc/day via an implantable pump. The patient¿s medical history included chronic pain. It was reported that the previous implant incision failed to completely heal at the most lateral end. A portion of the previous incision was exercised and re-closed. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The non-healing incision from the previous implant was repaired the day of the report. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.